Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the wireless foot switch has physical damage, was confirmed. It was found that there were broken inserts on the housing of the unit, and repair would require replacement of the housing. Since this part was not available, this unit is deemed unrepairable and will be placed into long term hold. User mishandling or a probable fall would have caused the broken inserts on the housing. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the vapr vue wireless footswitch device had physical damage. During in-house engineering evaluation, it was determined that the device had broken inserts on the housing. There was no procedure nor patient involvement reported. No additional information was provided.